Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to press center of button firmly with finger while supporting bottom of pump, confirmed that display turned on but issue persisted, and was informed that pump would be replaced under warranty; customer planned to continue using current pump until replacement arrived, received instructions on storage mode or allowing battery to fully deplete, and agreed to return problematic pump using prepaid label within 10 days.